Event description:
On (B)(6) 2011, the customer generated an initial architect multigent lithium patient result of 2.027 mmol/l. The customer retested the sample twice, as the lab's therapeutic range for lithium is 0.4 - 0.8 mmol/l, and a result of 1.1 mmol/l was generated both times. The customer was advised to change the sample probe and perform a precision check which was acceptable. The customer stated no other discrepant lithium results were generated after the sample probe was replaced. The discrepant result was not reported out of the lab, therefore, there was no impact to patient management.

Manufacturer narrative:
No consequences or impact to patient (B)(4). High test results (B)(4). A labeling review of the architect systems operation manual found adequate information for resolving discrepant results. A labeling review of the lithium package insert found adequate information on specimen collection and preparation, cautions and limitations of the procedure. A review of customer complaints from (B)(4) 2010 to (B)(4) 2011, determined four similar complaints associated with discrepant lithium patient results or discrepant results caused by the sample probe. No adverse trend was identified for any instrument issue requiring further investigation. A quality review for the architect sample probe did not identify any first use failure for the sample probe, and no adverse trend was identified, however, a part evaluation was completed for the sample probe. No product deficiency and no adverse trend of a sample probe issue or lithium discrepant results issue was identified.